Event description:
On (B) (6) 2009, the sales representative reported that the surgeon was trying to get the screw out and the universal driver bent. Additional information received from the sales representative on 9 apr 2009: a (B) (6) male patient underwent surgery to remove a construct for successful fusion at l4-s1. As the surgeon was removing the sixth and last screw, the shaft of the driver, the surgeon was using, bent significantly. The surgeon utilized the second driver in the kit and while removing the last screw, the prongs bent. The surgeon was able to straighten the prongs with a hammer long enough to finish removing the last screw. There was a 10 minutes surgical delay. This malfunction, bent/twisted shaft was resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending.